Manufacturer narrative:
One medfusion 4000 pump was returned. The corner was found to be damaged. Start-up and multiple flow and occlusion tests were performed. The issue was not confirmed as it was not duplicated. The device was recalibrated and defective components were replaced.

Event description:
Information was received indicating that medfusion 4000 pump displayed a base hardware failure. There were no adverse events reported.